Event description:
Distributor reported a malfunction with the pump. There was no information provided concerning the impact on the customer¿s blood glucose level. Replacement pump was sent to the distributor for the customer, and the device was expected to be returned.